Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When investigation has been completed or additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that service was required for the device. During service the cover of the device was found to be damaged. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.